Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was currently in the hospital for back spasms. He went into the hospital on (B)(6) and thought he would be released tomorrow. The patient felt this was related to his device and his pain in his back. It was noted that the patient does like the therapy when it was working. It was also reported that the patient had coupling and/or communication issues and a device overdischarge was suspected. The last time any stimulation was felt was 1 to 2 months ago and the last successful recharging session was 1 to 2 months ago. The patient had an appointment with his physician for (B)(6) subsequent information received reported that the manufacturer representative had done a deep charge due to the device battery being discharged at least once last year. It was noted that another deep charges was attempted, including using the al (antenna locate) feature, but it did not resolve the issue. It was speculated that the patient might need a new device. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be filed. Please refer to manufacturer report #3004209178-2012-09424 for additional device/patient related issues.

Event description:
Additional information received reported that the device was in overdischarge caused by a lead migration. It was also reported that a physician mode reset (pmr) was not successful and a new ins was not implanted (it appears that the pmr and the replacement were never attempted because the patient did not keep his appointment). It was noted that the patient was not able to recharge his device. Several days later it was reported that the cause of the overdischarge was actually that the patient stopped charging it. It was also reported that there was an end of service (eos)/ end of life (eol) message. The patient was in over discharge recently and it was believed that this was his second time. It was noted that a manufacture representative had met with the patient a year prior to the report for the first incident of overdischarge. On the new incident of overdischarge the power on reset (por) was cleared and it was noticed that the battery was at eos. When asked "if there was a possibility of this happening during the last pmr," it was stated that it was believed that "they only did one and it shouldn't be possible." It was noted that impedance tests were normal.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).